Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a fail 512:320:666:0000 was confirmed in the pump's event history. The root cause of the reported problem was assigned to the main supply voltage being unstable while operating on direct current power. The user interface module printed circuit board was replaced in order to correct this condition. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 512:320:666:0000 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.